Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: intermittent image. Loose scope socket. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: scope socket was very loose, causing the scope connector to slip out easily and interrupt the video on monitor. The most probable cause of the complaint was cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device screen went black and resent. The issue occurred during sedation (device inside patient) of a stomach procedure, that was completed with a similar device. There were no reports of patient harm.